Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the controller alerted in the night. The nurse performed a controller exchange with the patient's recommendation with no further alarms or effect on the patient. The nurse described a damaged left power connector. Investigation is ongoing.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Visual analysis of the controller confirmed mechanical damage to the pins on one of the power connections. The controller also failed functional testing due the bent pins on the connector. The controller was in use when the reported event occurred. The reported event was confirmed by visual analysis of the connectors. The root cause was likely misaligning the connector and applying force in the attempt to connect. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.